Event description:
It was reported that during the pt's scs trial procedure invalid impedance readings were observed on several lead contacts, and all of the lead contacts exhibited high impedances. It was reported that the invalid impedance readings seemed to change with the pt's position. The pt reported effective stimulation with the left lead but felt painful overstimulation with the right lead. The physician allegedly removed and reinserted the lead, but the issue did not resolve. The pt was going to be reprogrammed at a later time. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.